Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown liner; unknown head; unknown stem. Foreign country: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was identified during review of a journal article: solarino g, simone f, panella a, carlet a, riefoli f, moretti b. Preliminary results of total hip arthroplasty in subjects at risk for dislocation using a novel modular cementless dual-mobility cup. A single-center prospective study. Prosthesis. 2021; 3(1):53-60. Https://doi.org/10.3390/prosthesis3010006. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00134, 0001825034 - 2022 - 00135, 0001825034 - 2022 - 00136.

Event description:
It was reported in a journal article that one patient experienced irrigation and debridement for a superficial wound infection without deep penetration or product exchange at 1 month postoperatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.